Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the left side was used as the access site for the dcs. Per the physician, the dcs was too large for the access vessel, and there was a "snag" at the curved section which caused the rupture. Additionally, it was reported that the non-medtronic introducer sheath and non-medtronic guidewire contributed to the rupture. It was noted that the patient had tortuous anatomy that contributed to the rupture as well.

Manufacturer narrative:
Select patient information cannot be included in regulatory report due to regional privacy regulations. Continuation of d10: product ID evfxplus-26 (serial: (B)(6)); product type: 0195-heart valves; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the attempted implant of a transcatheter valve, the subclavian artery was selected as the access site for inline approach as there was no calcification, and the diameter of the access vessel was 5 millimeters (mm). Upon inserting a 14 french (fr) non-medtronic introducer sheath, there was resistance felt at the access site; however, the sheath was able to pass after overcoming resistance. The sheath was then replaced with a pre-existing one. During delivery catheter system (dcs) insertion and after confirming there was no gap with the capsule of the dcs, resistance was felt and the dcs was unable to advance. Subsequently, the physician noted a vascular rupture requiring surgical repair, and an artificial blood vessel was placed. During repair, the rupture was confirmed to involve only the outer membrane. The transcatheter valve was not implanted, and the procedure was aborted with plan to discuss further treatment.